Event description:
It was reported that during the procedure a right ventricular lead was attempted, but was damaged as the physician attempted to advance and remove it from the introducer sheath. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the exposed rv defibrillation conductor coils was damaged at 51.2 cm at implant. The introducer test passed.